Event description:
It was reported by customer's father, (B)(6), that customer had a hospitalization due to high blood glucose. Blood glucose reading at time of event was 501 mg/dl. Caller stated that customer was given an injection of long acting insulin and rapid acting insulin. During troubleshooting, time and date correct. Programming is correct. Manual prime correct, insulin exited the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.